Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had poor technique. Note: manufacturer contacted customer in a follow-up call on 17-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 error and that the truemetrix meter would go into test mode but would power off after the blood had been applied to the test strip. Customer has had the truemetrix meter for over a year and had not changed the battery; customer was unable to confirm the type of battery as she stated she has poor vision and was unable to see it. Customer stated she had received medical intervention on (B)(6) 2020 but that it had not been due to diabetes. Customer had gone to the ER twice that day due to severe migraines. Customer stated she had been nauseous and was vomiting due to the severe migraine. Customer had been given benadryl, toradol, nausea medication, and a steroid. At the time of the call customer reported a slight headache but stated that she felt physically well in related to her diabetes. Customer also stated she had gone for a colonoscopy earlier on day of call and her blood glucose test result had been 450 mg/dl; customer stated she had taken her insulin based off that result. Customer stated that since she was unable to obtain a blood glucose test result she had called her doctor who had told her to contact the manufacturer.